Event description:
It was reported that during preparation for the faradrive procedure, the dilator was damaged. It was noted that during preparation after unpacking, the dilator tip was lifted. Splinters were observed after opening the device. The dilator was not reshaped, as it would not be possible to have done with fraying at the tip of the deivce. A new device was used to complete the procedure. No patient complications occurred.